Event description:
It was reported that the patient had ongoing pain and symptoms of numbness in his body in particular positions. It was found through a contrast study that the patient's catheter had slipped down to the high lumbar area. A catheter revision was done and the distal portion of the catheter was replaced using the catheter connector that was previously implanted. The catheter tip was at the t4 level in the dorsal position. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine, baclofen, fentanyl and hydromorphone.

Manufacturer narrative:
(B) (4).